Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose after breakfast while on the second day of ilet use, with cgm values reaching 257 mg/dl and later 280 mg/dl before trending down; an infusion set was in the abdomen and cgm type was fsl3+, and the cause was unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.